Manufacturer narrative:
The subject device was returned and evaluated. The reported allegations were confirmed. Foreign material was found exiting from the channel (including the auxiliary water channel) and the device was leaking. The device also exhibited low angulation, clogging (suction flow), and a cracked lens. The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
The customer reported to olympus that the biopsy channel of the evis exera iii colonovideoscope was leaking and had multiple seeds contained within it. The issue was discovered during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿4.2 insertion - suction-warning. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿. Olympus will continue to monitor field performance for this device.